Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs and one segment of digital video depicting a powerloc y-site. A needleless injection cap was attached to the y-site and a syringe was attached to the cap. Blood residue was visible in the cap and extension tubing. In the video, the y-site was being flushed and leakage was visible, appearing to emanate from the cap/y-site joint. While a leak was visible in the submitted video, inspection of the video and photographs was insufficient to identify the cause of the leak. Potential contributing factors include y-site damage and poor connection between the cap and the y-site luer. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that patient was sent home with chemotherapy running through their powerloc. The patient noticed a leak somewhere and either returned to the unit or the dem.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asesf900 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in australia.

Event description:
It was reported that patient was sent home with chemotherapy running through their powerloc. The patient noticed a leak somewhere and either returned to the unit or the dem.